Event description:
A 28 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm in 2002. The patient has a history of severe chronic obstructive pulmonary disease requiring oxygen. The aneurysm currently measures 80 mm in diameter and the aortic neck has increased from 22 mm to 29 mm. It was reported that the aneurysm remained stable on CT scans performed in 2002 and 2003. A CT scan performed in october 2004 revealed that the aneurx stent graft had migrated distally. The physician requested a talent aortic cuff, which was successfully implanted in the following month. At the end of the procedure there were no endoleaks, widely patent renal arteries and good flow down both limbs. No clinical sequelae were reported.